Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was vibrating at the tip and making sounds. The event was not reported to have occurred during a surgical procedure. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was vibrating at the tip was not confirmed. However, the reported condition of the device making noise was confirmed. An assessment was performed on the device which found that the device made unusual noise, failed safety assessment (runs in the load position) and the teflon seal was protruding from the swivel. During repair it was found that the locking components were damaged. It was determined that the locking components were damaged by trying to run the device in the load position or pushing on the disconnect sleeve while the device was running. It was determined that this condition caused the noise and failed safety assessment. It was determined that the assignable root cause of this condition was due to user error. It was further determined that the assignable root cause of the teflon seal was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.